Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and the customer found no damage or defect with the instrument. The issue was identified before the application of the clip while the instrument was in the patient. The instrument was used once by the time the issue occurred. The customer did not know what size clip was used but confirmed that the clip was a hem-o-lock brand. The customer used another instrument to continue the procedure. Isi did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. Additionally, the instrument failed mechanical engagement when placed in the system. The instrument was also found to have multiple input disks broken and cracked. Input disc #7 detached from the base of the housing and hairline cracks were found on grip input shaft.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not close. The procedure was completed as planned with no reported injury.